Event description:
The customer obtained two non-reproducible, higher than expected, vitros tropi es results from a single patient sample using the vitros eciq immunodiagnostic system. Tropi es result 1: 0.107 ng/ml versus expected <0.012 ng/ml; tropi es result 2: 0.066 ng/ml versus expected <0.012 ng/ml. Biased results of the direction and magnitude observed may lead to inappropriate physician actions if undetected. The results were not reported from the laboratory as laboratory protocol requires samples to be repeat tested in duplicate prior to reporting. There was no allegation of patient harm as a result of the event. This report corresponds to ortho clinical diagnostics inc. Complaint number (B)(4).

Manufacturer narrative:
The investigation determined that non-reproducible, falsely elevated vitros tropi es results were obtained from a single patient sample when processed on a vitros eci q immunodiagnostic system. The investigation determined the root cause of this event was most likely instrument related. Prior to service actions being performed, troponin I precision test results were outside of acceptable guidelines. An ocd field engineer performed service actions to multiple analyzer subsystems to return the vitros eciq immunodiagnostics system to expected performance. Following these action, acceptable vitros tropi es precision was observed. A reagent issue cannot be ruled out, as historical quality control data, although requested, was never provided by the customer. In addition, inadequate routine instrument maintenance cannot be ruled out as a contributing factor. The investigation determined that the root cause of this event is most likely instrument related.